Event description:
It was reported that the ventilator shut down with no audible alarm while connected to the pt. When the pt's mother heard the pt's pulse oximeter alarming, she went to check on the pt and found him semi-comatose. The pt's parents called 911, bagged the pt, and put the pt on his bi-pap machine. The paramedics had transported the pt to the hospital. The pt is on a bi-pap machine during the day and uses the ltv ventilator at night.